Event description:
It was reported that the charging unit is not functioning properly. Patient services (pss) understood pt was referring to the recharger (insr). The patient (pt) said they put insr on charger last night but had not fully charged when checked today. Pt stated it charged them; pss understood the pt saying the insr recharged the patient's neurostimulator (ins) battery without issue. The pt stated the insr would charged half way and then stop ("kicks out"). Pss had pt inspect desktop charger (dtc) cord/connector pin & insr connector port without detecting any visible damage. Pt confirmed 'power indicator' light was illuminated on the dtc power adapter box. Pt described connecting insr to power supply last night saying the screen indicated it only half charged insr. During troubleshooting, pt said the 'recharger charging session screen' displayed the battery symbol jumping from one bar to the next which will happen for a few minutes and then the whole thing will kick out. Pt said the battery symbol in the top row will show the battery is not fully charged. Pt said they could see 3 out of the 4 bars filled. Then pt said it will show that "the thing is charged" but when they hit the "x" button it shows that it is only 3/4 charged. Pt confirmed the screen did display the plug icons in both the top/bottom row. Pt said they can unplug the charger from the unit and then reconnect it will try to charge again but show the same thing going from 1/2 to 3/4 charged. Pss did not see any record of device replacements in cmf; pt said the insr was replaced about 2-3 years ago. Pss consulted with repair who showed an insr replacement from (B)(6) 2019. Repair recommended replacing insr & dtc. A replacement dtc and insr were sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.